Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that an infusion of methotrexate was estimated at 100ml left after 26 hours with a potential under infusion. There was no report of patient harm.

Event description:
The customer reported that an infusion of methotrexate was estimated at 100ml left after 26 hours with a potential under infusion. The methotrexate was ordered to infuse at 68.5 ml/hr for 24 hours however the rate was increased to 100ml/hr at 1700 and then increased to 150ml/hr at 1845 to ensure the entire infusion completed within 26 hours. A second infusion of lactated ringers was programmed to infuse at 105ml/hr. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The customer only sent in portions of the device log and due to this, the programming, medication in use, and the profile in use could not be identified. The pcu event log shows that on (B)(6) 2017 the pump module was in use and infusing an unknown medication at 68.5ml/hr. At 5:09 pm, the user changed the vtbi to 170ml. At 5:12 pm, the user changed the rate to 75ml/hr. At 5:13 pm, the user changed the rate to 100ml/hr and the vtbi to 250ml. At 6:50 pm, the user changed the rate to 150ml/hr and the vtbi to 200ml. At 7:33 pm, the device was paused and subsequently channeled off. The device was then idle. The volume recorded as being infused during this period was 272.66ml. The pump module and the disposable set were not returned for investigation. The root cause of the reported underinfusion was not identified.